Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone13.2 cgm sensor type: dexcom g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient went to the emergency room with hyperglycemia. The omnipod 5 application had memory corruption and required deleting and re-installing the application. As a result, the pod was not able to be used and the patient became hyperglycemic, requiring medical attention. Symptoms reported include ketones and vomiting. The patient was treated with insulin and unspecified intravenous fluids. The patient was discharged on the same day.